Manufacturer narrative:
The plate has been received complete but obviously damaged: the anodization on the screw lip holes was peeled off. Marks on the proximal volar pilot hole are present. The screw has been received essentially complete but damaged: the screw threads were plastically deformed along the entire length of the screw. A fragment of the screw head is missing. Fragments of the screw threads are missing or are blunt. This pattern of damage appears to be likely caused by excessive mechanical stress. Based on the x-rays evaluation, the sub optimal implant sizing and fixation for the fracture condition appear to have accelerated the construct failure leading to the reported failure and the subsequent explantation. Based on the investigation, the root cause damage was attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. No corrective actions are required at this time.

Event description:
On (B)(6) 2015, the patient had a variax elbow plate implanted. On (B)(6) 2015, the surgeon confirmed by x-ray that the head of the most proximal screw went through the hole of the plate. The patient underwent revision surgery on (B)(6) 2015.

Event description:
On (B)(6) 2015, the patient had a variax elbow plate implanted. On (B)(6) 2015, the surgeon confirmed by x-ray that the head of the most proximal screw went through the hole of the plate. The patient underwent revision surgery on (B)(6) 2015.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.